Event description:
It was reported that the procedure was to treat a moderately calcified proximal right coronary artery. During preparation of a 3.0 x 20mm rx trek, when performing negative prep, a leak was noted. The device was changed to a 3.0 x 15mm rx trek; however, when the balloon was inflated, a leak was noted at the distal end of the balloon. The device was removed and a non-abbott balloon catheter and another rx trek were used for pre-dilatation and a non-abbott stent was implanted to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional rx trek indicated is being filed under a separate manufacture report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency